Manufacturer narrative:
Device lot number unknown/not provided.

Event description:
The dentist reported that a goldtite abutment screw (unisg) fractured in a dental bridge with two (2) implants as retainers (tooth location # 28 and #30) with pontic (tooth location #29). Both parts of the screw were removed and returned.

Manufacturer narrative:
One gold-tite square uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn and stripped. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite square uniscrew it is recommended to torque at 32-35ncm. A root cause for the complaint could not be determined. The